Event description:
It was reported that a clearlink system continu-flo solution set leaked at the luer activated valve (y-site). The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5110424 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: expiration, h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.